Event description:
This pacemaker was explanted and the associated OEM lead was capped due to atrial capture thresholds and sensing values that continued to deteriorate. It is believed that the device is at eri. Device return has been requested.